Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for non-malignant pain and failed back surgery syndrome. It was noted that the consumer thought the drugs in the pump were dilaudid and klonopin but she did not know, and ¿other than that I don¿t know what¿s in it¿ because the previous doctor never gave them a paper saying what was in it. It was also noted that the patient also had oral medications from his primary care doctor which keeps him from having withdrawals. It was reported on (B)(6) 2016 that a healthcare professional (hcp) said the patient was on too much medication and tried to reduce the medications so the patient complained. It was also reported that the first of the year an hcp tried to take the patient off the pain medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.